Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: since limited clinical details were provided and product wasn't returned for investigation, the cause of the device in wrong position could not be determined. False alarm: since neither product nor data logs were returned for investigation, the cause of the false alarm could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right subclavian artery in a 72-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, renal insufficiency, and dialysis. The patient presented in scai stage a shock prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the procedure, the pump migrated more than 5cm from the aortic valve (av), prior to leaving the operating room (or). The physician decided not to advance the pump. On arrival to the cardiovascular intensive care unit (cvicu), an "impella position in aorta" alarm was on. The physician attempted to reposition the impella without success; therefore, the impella was replaced with a new impella 5.5. The post-procedure outcome is unknown. Impella migration is a common, often movement-related, complication where the device moves out of its optimal position across the aortic or pulmonic valve, leading to alarms on the console.